Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that she was hospitalized due to diabetic ketoacidosis and bent cannulas. The customer stated that she was undressing at the hospital when the infusion set came off and she found the cannula to be bent. The customer was released from the hospital with novolog shots.